Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
It was reported that while on impella 5.5 s2 support, an optical sensor issue was reported. There was an impella sensor failure alarm on the automated impella controller (aic). Placement signal monitoring was disabled. The position of the pump was confirmed with echocardiogram. The pump was not removed due to this issue. There was no reported harm to the patient.